Event description:
Cheek swelling appeared on (B)(6) 2016 after restylane lyft injections of cheeks on (B)(6) 2016. Swelling is intermittent, improves with antibiotics, hylenex. Dose or amount: 3 ml millilitre(s). Therapy start date: (B)(6) 2016. Therapy end date: (B)(6) 2016. Diagnosis or reason for use: cosmetic.